Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl stent was sed during a stone removal and insertion of jj stent procedure, performed on (B)(6) 2019. According to the complainant, during unpacking, it was noticed that the stent was broken into two along shaft. The procedure was successfully completed with the use of another contour vl stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event.

Manufacturer narrative:
Product analysis: a visual evaluation of the returned device found with the shaft detached at the middle section. Additionally, the bladder pigtail was observed detached. The suture string was not returned for analysis. Based on the product analysis, a visual inspection of the device into the pouch to ensure that all finished device meet specification. Therefore, the failure found (stent detached) is an issue that could have been generated by the user due the interaction with the sutrure string. Therefore the most probable root cause for this event is adverse event related to procedure since it is the most likely that the adverse event occurred during the unpacking and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were found.

Event description:
It was reported to boston scientific corporation that a contour vl stent was sed during a stone removal and insertion of jj stent procedure, performed on (B)(6) 2019. According to the complainant, during unpacking, it was noticed that the stent was broken into two along shaft. The procedure was successfully completed with the use of another contour vl stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event.